Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a watchdog time out anomaly and had a frozen display. The customer¿s blood glucose level was 10.9 mmol/l. Troubleshooting was performed and noticed alarm did not clear and the display did not return. Advised customer they may need to revert to back up plan. Advised to insert a new battery after the pump rest. Advised to monitor the pump. The insulin pump will not be returned for analysis.